Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient was brought to the hospital with significant pain and x-rays show that his hip replacement is now broken. Preoperative diagnosis: right hip fracture to a femoral component of a total hip. Postoperative diagnosis: metallosis of the hip with fractured femoral component. Procedure performed: revision total hip with revision of acetabular component to mdm (B)(4) component with an oxinium femoral head and a (B)(4) redaptive stem.

Manufacturer narrative:
An event regarding metallosis and stem fracture involving an accolade stem was reported. An event for disassociation and material loss was confirmed through a medical review. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a medical review was performed and confirmed the reported event, the root cause was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed. The event was confirmed however the root cause could not be established. The clinician indicated that outpatient office/clinic notes, pathology reports, quantitative/qualitative analysis of implant retrieval are needed to fully investigate the event. If further relevant information becomes available or the device is returned, this investigation will be re-opened.

Event description:
The patient was brought to the hospital with significant pain and x-rays show that his hip replacement is now broken. Preoperative diagnosis: right hip fracture to a femoral component of a total hip. Postoperative diagnosis: metallosis of the hip with fractured femoral component. Procedure performed: revision total hip with revision of acetabular component to mdm stryker component with an oxinium femoral head and a smith and nephew redaptive stem.